Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in lips with 1ml of juvéderm ultra® xc. After injection, it was noted that the left upper lip appeared to be bruised but still had good capillary refill. The lower lip swelled excessively after the injection. Treatment was stopped and 0.1ml was left. Yellow led light and ice pack were offered and applied to reduce swelling. Review was booked. One day later, patient called with increased bruising and swelling. Though, by the end of the day, the swelling had reduced. Patient returned to clinic one day later, and blanching was seen at the midsection of the lower lip and capillary refill was 3-5 seconds. Prescribing doctor was consulted and confirmed possible occlusion and prescribed hyalase®. Patient was treated with 1500u of hyaluronidase in upper and lower lips and capillary refill returned to 2 seconds within approximately 20 minutes. Swelling and bruising increased and patient was advised to use warm compress to increase blood flow. Led treatment was given after the filler dissolution and review was booked for the next day. One day later, patient returned for review with prescribing doctor, who prescribed hyalase® and led treatment again. Lips appeared bruised with improved swelling. 600u of hyaluronidase was used in upper and lower lips. Review for the following day was booked. One day later, the swelling had reduced significantly with bruising still present. Pain had eased with paracetamol. Capillary refill was less than 2 seconds. No further swelling when lips pressed. Patient identifiers provided. Patient is allergic to flucloxacillin. Patient has no additional relevant medical history and was not taking any concomitant medications. No additional information was provided.